Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of the reservoirs leaked, and was previously reused. The customer's blood glucose reading was 250 mg/dl at the time of incident. Troubleshooting was declined by the customer, although she said that the incident happened 2 months ago.